Event description:
Information received by medtronic indicated that the insulin pump had a crack on the outside of the casing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump crack on the outside of the casing it keeps saying battery failed a couple weeks on (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 / electrical board 2 / force sensor / motor / harness assembly vibrator due to corroded battery tube. Unable to download the history files using thus software due to blank display test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads, cracked case at battery tube side and fading serial number label. Blank display due to moisture damage on the electrical board 1 and electrical board 2. Insulin pump was confirmed for physical damage on the battery tube area.